Manufacturer narrative:
The explanted device has not yet been returned to edwards for evaluation, thus the clinical observation cannot be conclusively confirmed at this time. Photos of the explanted valve were provided; as shown, two leaflets at the same commissure appear to have been "pushed down" from the outflow aspect of the valve, thus causing leaflet wrinkles at the inflow aspect. The leaflet anomalies shown in the provided photos are somewhat similar to incidents of leaflet tethering either by a suture looped around a commissure of the valve (suture loop) or possible interference with patient anatomical structures (subvalvular apparatus). However, without return of the subject device and evaluation, the assignable root cause of this event cannot be determined at this time. The valve as shown in the provided photographs would not have passed the inspection at edwards. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time, edwards will continue to review and monitor all events.

Manufacturer narrative:
Evaluation summary: probable cause for reported regurgitation could be confirmed. As received, impressions were observed on the free margins of leaflets 1 and 3. Free margin of leaflet 1 was folded towards the cusp of leaflet 1, free margin of leaflet 3 was folded towards commissure 1. Folded free margins also caused a gap in the coaptation region. As no suture tracks were visible, these impressions may likely be due to subvalvular interference in the ventricle such as chordae tendineae. Thrombi was also observed on the inflow aspects of all three leaflets and the outflow aspects of leaflets 2 and 3 . No inconsistencies detected in the x-ray as the wireform was intact. Photos attached by complaint owner were consistent with lab findings. X-ray. Additional manufacturer narrative: device was received and evaluated providing evidence this device was affected by subvalvular interference. There was no manufacturing malfunction. Further evaluation was conducted by edwards research and development. During the examination of the valve as received, appreciable leaflet indentation is evident at commissure 1 affecting both leaflets 1 and 3. Noticeable creases on the affected leaflets were apparently resulted from the leaflet restriction by an external force pushing the leaflets against the sewing ring and wireform. This type of leaflet crease is usually caused by suture looping, or interference with the subvalvular apparatus (if the native valve was spared), or both. In the case of interference with the subvalvular apparatus (i.e. Chordae) , if the bioprosthetic leaflets are trapped in the native vlavular tissue prior to the suture looping, the tissue indentation and leaflet creases as observed in this valve can occur without a typical suture looping mark. Per information in qms, the regurgitation was detected by an intraoperative echo, suggesting the leaflet restriction occurred during the initial implant. However, no typical suture mark was found at the location of leaflet indentation in this particular valve and no further available information about the case, the root cause for the leaflet restriction and creases could not be determined at this time.

Event description:
Edwards received information that a bioprosthetic mitral valve explanted after an implant duration of fourteen (14) days due to mitral regurgitation. The report indicates that the regurgitation was noted in the intraoperative echo, but a few days later the patient presented with pulmonary edema and the regurgitation was noted as big. The doctor decided to explant the valve and replace with another bioprosthetic valve with no further complications reported. Pictures of the valve were provided to edwards.